Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: when the needle is bent, the needle does not get on the elevator. And the forceps cannot be lifted.

Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on 09-dec-2020 that occurred in the operating room during use in the united states. The reported complaint that during a fnb (fine needle biopsy), the needle does not go through the groove, the needle comes out by the side of the groove, involving a pentax medical video ultrasound gastroscope, model eg-3870utk, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. The long term loaner video ultrasound gastroscope was received by pentax medical for evaluation on 28-dec-2020. The endoscope was inspected by pentax medical service under service order (B)(4) and the endoscope passed all testing by the service technician and documented the following inspection findings on 04-jan-2021: unit tested all function pass, passed wet leak test, passed dry leak test. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 13-sep-2013. The endoscope was approved by final qc and put back into loaner inventory on 04-jan-2021.